Event description:
Patient underwent a below knee femoro-popliteal vascular bypass in 2007. A perigraft fluid collection was evidenced the following month. Graft remained implanted in patient. No additional information was provided.

Manufacturer narrative:
No device evaluation was performed since the graft remained implanted in patient. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the water permeability testing indicated a value well within product specifications. No conclusion can be drawn. However, perigraft fluid collection is not an unexpected event in vascular surgery, specifically in peripheral vascular surgery. A review of the literature indicated that perigraft fluid collection generally resorbs within a few weeks post-implantation, that the occurrence may be attribuable to surgical technique and that this event is not specific to the device since it may occur with any type of vascular graft. A follow-up report will be submitted within 30 days upon receipt of any relevant additional information.